Event description:
It was reported the patient's device system was explanted due to infection on 6/28/2010. The organism associated with the infection was coagulase negative staph. Antibiotics used to treat the patient were linezoilid and ceftraxone. It was later determined the patient had died 24 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient's device system was explanted due to infection on (B)(6) 2010. The organism associated with the infection was a coagulase negative (B)(6) . Antibiotics used to treat the patient were linezoilid and ceftraxone. It was later determined the patient had died 24 days later. Follow up revealed the patient had been at the hospital to have bypass surgery and valve replacement when the device pocket infection was discovered. "Patient died (B)(6) 2010 from multisystem failure due to sepsis."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/9/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via an infection summary report that should have been due on (B)(6)2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) no anomalies found. Blood/body fluid outer tubing overlay, outer tubing overlay breached cut. Proximal segment returned and analyzed.